Manufacturer narrative:
Correction: in the initial report the following information was inadvertently not included. Field service analyst checked the system. Electrical and mechanical problem was identified. Parts were replaced. No product deficiency was identified. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation.

Event description:
This report summarizes 2 malfunction events. The event was related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: serial numbers of the devices and quantity: (B)(6), (x1), (B)(6), (x1). G4: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k)#: k113479. The 2 investigations were completed during the period. No product deficiency was identified. A review of the records related to the devices that included labeling, manuals, trending, and risk documentation was performed. A review of the device history records (DHR) showed that the systems and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.